Event description:
It was reported the customer was deceased. Customer's blood glucose at the time of death was unknown. Customer's son in law did now know much of customer information or device. Customer's son in law stated the customer had lung cancer, was moved to hospice care. Paced on morphine and died. He did not know if the customer was on the device at the time of death. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.